Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-jul-2019 with the following findings: during investigation, the pump was unable to be powered on. Testing for the complaint of inaccurate delivery was unable to be adequately performed. The pump was returned in a condition that made investigation impossible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump did not deliver insulin accurately. There was no indication that the product caused or contributed to an adverse event. No additional information was provided related to this complaint. If additional information is obtained, a follow-up report will be submitted. This complaint is being reported because there was an allegation against the delivery function of the pump.